Event description:
During a laparoscopic procedure, attempt was made to use the endopath stapler which at that time was noted to malfunction. No known harm to the patient. Manufacturer response for stapler, endopath ets-flex45 (per site reporter). Field representative retrieved item.